Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the alarm log review revealed an f-94 alarm. The cause of the reported condition was due to a depleted main battery. To correct the issue the battery was replaced and the configuration settings were reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.